Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13055). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a symptomatic patient presented in clinic during follow-up in backup vvi status due to power on reset. The device was unable to interrogate. The device was explanted and replaced.